Event description:
Physician reported patient complaint of cramping and pain one week post-procedure. Novasure endometrial ablation also done during original placement procedure. The patient refused to see the original doctor and went to a second physician. The second physician surgically removed the coils and discovered a perforation.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.